Event description:
Reporting status: serious injury - required intervention. Reporting rationale: dislodged stent retrieved with a snare device. Device issue: stent dislodgement. It was reported that after a failed crossing attempt, during retraction of the device, the stent dislodged and was able to be snared. No pt effects reported. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that the inability to cross a lesion can be affected by numerous factors including anatomical morphology, disease, pre-dilatation, placement, and accessory device support. Stent dislodgement can be influenced by many factors, including improper/inadequate crimping, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent, and interaction with, lesion, accessory devices, and/or previously implanted stents. The reported failure to advance appears to be related to the operational context of the procedure; however, a conclusive cause could not be determined for the stent dislodgement.